Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding an (B)(6) year-old, male patient who was receiving baclofen (dose, concentration, type and lot number unknown) via an implantable pump for an unknown indication. On (B)(6) 2016, the patient had a magnetic resonance imaging (MRI). At that time, a company representative was present to check the pump after the MRI, and there was a problem with the pump. No further details were provided. On (B)(6) 2016, the patient was having another MRI of the lumbar spine for pain. The hcp was wondering when the company representative should check the pump status.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-16, information was received from a healthcare provider (hcp) regarding an (B)(6), male patient who was receiving baclofen (dose, concentration, type and lot number unknown) via an implantable pump for an unknown indication. On (B)(6) 2016], the patient had a magnetic resonance imaging (MRI). At that time, a company representative was present to check the pump after the MRI, and there was a problem with the pump. No further details were provided. On (B)(6) 2016, the patient was having another MRI of the lumbar spine for pain. The hcp was wondering when the company representative should check the pump status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.